Manufacturer narrative:
The device was returned to olympus. During their inspection, it was found that the fiber bonding in the outer tube area (distal end) was damaged. The r-unit was broken and therefore the image was purple. The protector of the video cable section was cut. - a cut in the grey protective hose. - the light-guide fiber composite at the distal end is damaged by external force. Pictures of all findings are available in the attached discovery report. Cause: r-unit ¿ defect in color: excerpt from CAPA-150p-007: ¿observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Some of the hypotheses could be confirmed by the observations. By assessing the influence probability and the probability of detection, the following causes could be prioritized: unacceptable tension in the area of the "ccd (charged coupled device) w. Holder." Assembly due to use of an adhesive which is not adapted to the load/temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device.¿ a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a video telescope had a purple image. The reportable event was found during preparation for use of the device. There was no injury or health damage due to the reported event.